Manufacturer narrative:
(B)(4). The customer returned one epidural catheter for investigation. Visual examination of the returned catheter revealed that the catheter appears typical but used as biological material was present between the catheter coils. No other defects or anomalies were observed. The returned catheter was functionally tested and no occlusions were found. The reported complaint of an occlusion in the epidural catheter could not be confirmed based upon the sample received. The returned catheter passed a functional flow test. No occlusions were found. A DHR review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned catheter.

Event description:
The customer alleges that the medical solution could not be injected through the inserted catheter. The catheter was removed and a new catheter was used. No patient injury or complication reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the medical solution could not be injected through the inserted catheter. The catheter was removed and a new catheter was used. No patient injury or complication reported.